Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesions located in the rca and lad were both calcified. The physician predilated a lesion in the rca with a 2.0x15mm sprinter2 balloon and then placed a 2.2x33mm cypher stent. The physician then predilated the lesion in the lad with a 2.25x18mm sprinter2 balloon, inflating the balloon to 12 atm's. The physician then inserted the taxus express2 3.0x28mm drug eluting stent. While trying to advance the taxus stent, resistance was met. The physician tried to push the stent into place and watched to inflate the balloon but found that the shaft had broken. Additional information had been requested.